Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, heavily tortuous left anterior descending coronary artery. Both the 2.80x19mm & 3.50x19mm graftmaster covered stents failed to cross the lesion due to anatomy. Information was not provided on what the graftmaster covered stents were treating or if the patient was actively bleeding. An unspecified device was used to successfully complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.